Manufacturer narrative:
Philips service replaced the pedestal tso, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that pedestal tso joystick intermittently stuck during bootup on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.